Event description:
On (B)(6) 2013, the patient was implanted with a conformable gore tag thoracic endoprosthesis for the treatment of a thoracic aortic aneurysm. As the device was being deployed, the graft moved proximally of the intended deployment site and covered the left common carotid artery (lcca). It was reported the physician was able to use a balloon to pull the device back into place. Final imaging confirmed that the lcca was no longer covered and there was good perfusion of the lcca. The patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the proximal movement could not be determined with the provided information.